Event description:
The facility reported that during a case, the oscillating saw blade broke where it sits in the drill. No pt injury noted.

Manufacturer narrative:
MFR eval summary: product was returned from customer and was evaluated by company personnel. A review of the heat-treating supplier records indicated the product was not being properly heat treated before or after electrolyzing. This may have increased the likelihood of hydrogen embrittlement. Tests were performed on potentially impacted lots with the purpose of trying to break the blades. The lot related to the complaint exhibited breakage on some samples. Other potential causes of breakage were evaluated including rough surfaces from laser cutting and handpiece wear. Conclusion: a definitive cause for breakage of the blade was not identified. Correction: the supplier of electrolyzing services associated with the breakage is no longer used. Product from lots identified is being retrieved and replaced in order to complete further eval.